Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer, who is pregnant, reported receiving sensor scan results of 64 mg/dl, 139 mg/dl, and 105 mg/dl which she considered to be "within normal range" and lower than she felt. Customer experienced symptoms described as headache, nausea, and sensitivity to light and self-presented to a hospital where she was admitted and diagnosed with a sinus infection and diabetic ketoacidosis (dka). Customer was treated with insulin (dose/type unknown) via intravenous infusion in addition to morphine, glucose, potassium, and unspecified antibiotics. It is unknown when the customer was discharged from the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer, who is pregnant, reported receiving sensor scan results of 64 mg/dl, 139 mg/dl, and 105 mg/dl which she considered to be "within normal range" and lower than she felt. Customer experienced symptoms described as headache, nausea, and sensitivity to light and self-presented to a hospital where she was admitted and diagnosed with a sinus infection and diabetic ketoacidosis (dka). Customer was treated with insulin (dose/type unknown) via intravenous infusion in addition to morphine, glucose, potassium, and unspecified antibiotics. It is unknown when the customer was discharged from the hospital. There was no report of death or permanent injury associated with this event.